Manufacturer narrative:
The investigation determined the event was consistent with contamination and the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin I stat result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 0.262 ng/ml. The repeated result from an e411 at another laboratory was 0.18 ng/ml. The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 52106000 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The field service engineer cleaned the sipper from the sipper path to the pinch tubes. Qc was performed and acceptable. The investigation is ongoing.